Manufacturer narrative:
Complaint could not be confirmed or duplicated. A cartridge connector was attached and removed with no issues. Cartridge connector was not loose. As user's supplies were not returned with the device, the complaint could not be duplicated. No fault was found with the device.

Event description:
It was reported that the ilet connector repeatedly loosened during sleep, resulting in loss of insulin delivery and elevated glucose readings confirmed by fingerstick; the user wears a libre 3 plus and performed a full supply change, after which glucose decreased over the day. Symptoms included hyperglycemia with a glucose peak of 500mg/dl with associated symptoms of confusion or disorientation, nausea, vomiting, and a chemical odor on the breath. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a fitting problem associated with the connector/coupler and a mechanical problem identified at the connection. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.